Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. At this time, the device remains in service, and the patient is being closely monitored via the latitude remote patient monitoring system. There were no adverse patient effects reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. At this time, the device remains in service, and the patient is being closely monitored via the latitude remote patient monitoring system. There were no adverse patient effects reported. Additional information received confirms this patient continues to be closely monitored via latitude and a device replacement procedure will be scheduled at a later date as appropriate. When additional information is received regarding this device, an updated report will be issued.